Event description:
Device was explanted from pt to support the treatment of a infection in the mastoid and middle ear. Event timeline: (B)(6) 2011 - original implant surgery. (B)(6) 2014 - pt noticed fluid on his pillow with a small amount of red coloration to it. Pt contacted his local internist who put him on doxycycline, and by (B)(6) 2014, drainage had ceased. On (B)(6) 2014 - pt received an audiological fitting during which the pt reported the earlier drainage and appointment which internist. Pt was advised to set up an appointment with an esteem surgeon. On (B)(6) 2014 - device (sound processor, sensor, and driver) explanted from pt to support treatment of infection. On (B)(6) 2014 - device was received at envoy medical for evaluation.

Manufacturer narrative:
Device evaluation summary: the sensor, driver, and sound processor (the implanted components) were evaluated upon receipt at envoy medical. Manufacturing and sterilization records were reviewed for the explanted device. The device met specifications, and no manufacturing or sterilization issues were identified. A visual inspection revealed no device abnormalities except for some minor scuffing and lifting of the medical adhesive surrounding the sound processor header. Functional testing of the explanted device showed no abnormalities.